Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had reduced range of motion of tka right. Surgeon removed size 8 attune cr femur. The femur was downsized to a size 7. A posterior stabilized femur was used. A ps insert was also implanted. The size 8 tibial tray and 41 patella remained implanted. Doi: (B)(6) 2014; dor: (B)(6) 2018; right knee.